Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found 10 fractures on the anode coil, 555 to 558 millimeters (mm) from the terminal pin. Analysis confirmed the high out of range pacing impedance measurements were due to the lead being fractured.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance measurements. It was reported that vectors including the ring had high out of range measurements. Vectors including the tip had extra cardiac stimulation. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.